Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits severe devitrification at output window. The glass cap is detached and not returned. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. In addition, analysis identified the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge and the metal cap was found to be detached and not returned. The fiber proximal to fracture can rotate independently of metal cap. The outer flow tubing open end exhibits minor scratch marks. Due to the observed glass cap circumferential fracture on the distal side, the potential for forward firing may exist. Based on the glass cap circumferential fracture at distal side and metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that during a procedure to treat a prostate gland, the fiber tip broke off inside of the patient after 33,619j with 4:03 minutes of use. The tip of the fiber was cleaned during the procedure. The fiber tip was retrieved from inside of the patient with grasper. The procedure was completed utilizing another fiber with no harm to the patient.

Event description:
It was reported that during a procedure to treat a prostate gland, the fiber tip broke off after 33,619j with 4:03 minutes of use. The tip of the fiber was cleaned during the procedure. The procedure was completed utilizing another fiber with no harm to the patient.

Manufacturer narrative:
B5 was amended to include additional information received that the fiber tip fell off inside of the patient and was retrieved from inside the patient with grasper.

Event description:
It was reported that during a procedure to treat a prostate gland, the fiber tip broke off inside of the patient after 33,619j with 4:03 minutes of use. The tip of the fiber was cleaned during the procedure. The fiber tip was retrieved from inside of the patient with grasper. The procedure was completed utilizing another fiber with no harm to the patient.